Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident where it was difficult to inject sterile water into foley catheter. When fixing water was injected in the operating room, resistance was encountered and the water could not be injected, so use was discontinued. Per follow up information received via ibc on 18dec2024, customer confirmed that there was patient involvement.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter and its packaging. DHR review is not required as the reported event is unconfirmed, however DHR review was completed prior to sample evaluation. As the reported event is unconfirmed, a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident where it was difficult to inject sterile water into foley catheter. When fixing water was injected in the operating room, resistance was encountered and the water could not be injected, so use was discontinued. Per follow up information received via ibc on 18dec2024, customer confirmed that there was patient involvement.